Manufacturer narrative:
No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
An optometrist reported a patient with symptoms of anterior uveitis six weeks post lasik procedure . The patient complained of redness and pain in the right eye. Reporter indicated topical steroid dosage was increased.

Manufacturer narrative:
A review of the technical service onsite showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the treatment. Logfile review shows no abnormalities that could have contributed to reported event. All laser system functions were within specifications at this day. No technical root cause could be identified as the product was found to be within specifications. (B)(4).